Event description:
It was reported that prior to a biopsy procedure, the gun was very still and fired without trigger being pushed. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: a device history record and manufacturing review was not required as the event was determined to be expected and the investigation did not identify any manufacturing and/or service-related issues. Investigation summary: the magnum driver was received for evaluation. The magnum driver was visually inspected upon receipt and and it was found to be in good overall condition. Also found sleds and cocking slide are worn and discolored. The device was functionally tested and failed the tests due to bushing fell out of cocking slide upon disassembly identified during evaluation causing gun was double cocking. No other anomalies were identified. Therefore, the investigation is inconclusive for the reported device fired without trigger being pushed. The investigation is confirmed for the identified double cocking issue. The root cause for the identified double cocking issue was determined to be bushing fell out of cocking slide. During the service and repair, it was also determined that the sleds and cocking slide are worn is likely to contributing to identified double cocking issue. However, definite root cause for the reported device self activating issue cannot be determined as the device cannot be tested for self activation issue. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 07/2024),

Manufacturer narrative:
As the serial number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiration date: 07/2024).

Event description:
It was reported that prior to a biopsy procedure, the gun was very still and fired without trigger being pushed. The procedure was completed using another device. There was no patient contact.